Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and found that two philips patient monitor alarm messages were delivered from bed (B)(6) to ascom phone extension: (B)(6) on (B)(6) 2024 at 5:48:43am est and 5:58:52am est. The clinical team is using the iem software with ascom phones system as the primary and only notification system for philips patient alerts. The clinical team said that they are not watching the monitors alerts or the primary surveillance stations for alerts. The rse directed the customer to have clinical teams for patient safety to always watch the monitor or surveillance the primary alerting systems. The rse advised that iem is end of life (eol) and is only used for secondary alerting. The ascom phone (B)(6) shows that the keys were stuck on the keypad, and the accept button was not functioning. The phone is set to be repaired/replaced by the onsite biomedical engineer. The rse advised that delivery is not guaranteed with iem sending alerts to ascom. Since iem is eol, careevent with iphones is being installed soon at this customer site. Based on the information available and the testing conducted, the device was functioning as intended, and there was no malfunction of the philips device. A clinical harm review was performed and determined that this event is assessed as not related to the device in this case. The central station generated alarms for vf/vt and asystole; however, the alerts were not registered on the phone and the patient passed way. The customer does not have staff to monitor the central station and the paging system and phones are used as the primary method of alarm notification; therefore, the remote application specialist and the remote service engineer discussed the fact the iem system is a secondary notification system with the customer and the IFU was sent as requested. Both the pic ix and the iem systems were tested and found to be processing as specified. The customer inspected the non-philips phone (ascom) and determined the phone in question had physical damage in that the keys did not operate to accept the alert. The engineer provided their analysis findings and sent the instructions for use (IFU) to the customer as requested. The philips device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellispace event mgmt (iem) platform phone alerts were not registered from the central station. The central station generated alarms for vf/vt and asystole; however, the alerts were not registered on the phone and the patient passed away.